Manufacturer narrative:
It was reported that this issue occurred a "few" weeks ago from the reported date of (B)(6) 2019. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system was unresponsive and unexpectedly shutdown. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine known anomaly determination. Analysis found that this was the cause of the original complaint.. Analysis found that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.